Event description:
It was reported by the sales rep the device was used during a laparoscopic colon procedure. It was reported upon stapling across the hepatic vein, the stapler misfired requiring the use of another device to complete the case. There was no consequence to the pt.